Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 19. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2022, the implant was removed upon patient¿s request. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.